Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned instrument shows wear and tear due to repeated use. Impactor handle housing and impactor head was fractured. Device was submitted for further analysis. Analysis determined fracture surface artifacts consistent with overload fracture and material is conforming to the print specification. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a revision surgery the instrument was fractured. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.